Event description:
Caller states that during a correlation study the patient tested 1.4 inr on the coaguchek xs system and 6.4 inr on a comparison lab. Coumadin was held due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.